Manufacturer narrative:
Manufacturer investigation conclusion: a specific cause for the patient's infection could not conclusively be determined through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas). The heartmate 3 lvas IFU lists infection and bleeding as adverse events that may be associated with the use of heartmate 3 lvas. This IFU, as well as the hm3 lvas patient handbook, also provide information regarding how to prevent infection. The IFU also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Brand name, UDI #: the heartmate left ventricular assist system (lvas) was implanted during the (B)(6) trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The same device is used commercially and in the (B)(6) trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device: 1 year and 11 months. The prior infections mentioned are covered under manufacturing report number: 2916596-2019-00253. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient had a history of sternal wound washouts and would vac replacement for infection the past two months. The patient was readmitted on (B)(6) 2019 for continued infection and bleeding. The patient was diagnosed with a chronic (B)(6) pump infection and a new sternal abscess. On (B)(6) 2019, the patient received sternal would debridement and versajet. On (B)(6) 2019, the patient received an additional sternal would debridement as well as a pedicle omentumnal transpositional flap procedure. The reported bleeding was related to two sternal washout procedures performed on (B)(6) 2019 and (B)(6) 2019. During these washout procedures the patient received a total of two units of packed red blood cells. On (B)(6) 2019, the patient was discharged to home on long-term intravenous (IV) antibiotics. The account plans to keep the patient on vancomycin indefinitely. The event was reported as ongoing.